Event description:
The patient's mother called and reported her son's tracheostomy tube developed a leak in the pilot balloon two hours after it was inserted. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.